Event description:
It was reported that a polarity switch occurred on the right ventricular (rv) lead. The impedances were high in bipolar and it switched to unipolar and they were getting high values in unipolar also. A fracture was suspected. The patient also experienced intermittent pocket stimulation. A lead revision is planned and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.